Event description:
Pt underwent a cardiac catheterization with stent insertion. Following the procedure, a perclose proglide device was inserted into the right femoral artery and it failed - the suture broke. A second perclose proglide device was inserted and performed successfully.